Event description:
It was reported that during surgery long attachment appears to have loose bearings in it, which is suspected to have caused overheating during the case on multiple occasions. Delay of less than 30 minutes and no back-up was available, causing procedure to be finishes with a saw for the tibial cut. No patient injuries reported.

Manufacturer narrative:
The navio long attachment, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed, which confirmed the reported problem. The long attachment and burr were attached to a drill and run for 3 minutes. The long attachment did not heat up. In addition, a bur was inserted into the long attachment and the test failed. Although the bur can be completely inserted, there is some difficulty sliding the bur past the distal bearing indicating the distal bearing is beginning to fail. The distal bearing is deteriorating and creating resistance to passing the burr. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (pn 500093 reve) provides instructions for attaching a long attachment. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that there was a delay of less than 30 minutes and no back up was available. As a result, the procedure completed with a saw for the tibial cut. No patient injuries reported. However, without supporting clinical/medical documents, a thorough investigation cannot be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. The root cause was found to be a mechanical component failure. These results are indicative of a known issue and corrective action has been requested for this issue.